Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was seen after the implant of this leadless pacemaker. A defibrillation threshold (dft) test was performed and it was noted that the commanded shock failed to convert the rhythm. Shock impedance issues were also observed. Then, a fluoroscopy image was made and it was found the s-ICD system migrated. Subsequently, a revision procedure was performed, and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was seen after the implant of this leadless pacemaker. A defibrillation threshold (dft) test was performed and it was noted that the commanded shock failed to convert the rhythm. Shock impedance issues were also observed. Then, a fluoroscopy image was made and it was found the s-ICD system migrated. Subsequently, a revision procedure was performed, and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.